Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was bent pins in the trunk cable. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt has bent pins or damaged e-belt connector.